Event description:
The patient underwent a revision surgery due to dissociation of the resurfacing femur component and the stem extension component that were implanted in their left leg by (B)(6), highlands on (B)(6) 2020. The resurfacing femur component was explanted and replaced. The stem extension component was left in place.

Manufacturer narrative:
The previous submission incorrectly reported that the patient had undergone multiple revisions. It was determined on (B)(6) 2020 that these revisions were accidentally included in the report. The patient associated with this report underwent their primary eleos surgery on (B)(6) 2020. This report was completed due to a revision surgery on (B)(6) 2020. This was the first revision surgery on the patient since their primary surgery.

Manufacturer narrative:
The device history record was reviewed and indicated that the component met specification. There was no indication that the manufacturing of the components contributed to this complaint. It is unknown if the patient's medical history was a contributing factor to the failure. It is unknown if the patient sustained a trauma prior to the failure.

Event description:
The patient underwent a revision surgery due to dissociation of the resurfacing femur component and the stem extension component that were implanted in their left leg by dr. (B)(6) at (B)(6) on (B)(6) 2020. The resurfacing femur component was explanted and replaced. The stem extension component was left in place.